Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2115071. Medical device expiration date: 2024-04-30. Device manufacture date: 2022-04-25. Medical device lot #: 2066613. Medical device expiration date: 2024-03-31. Device manufacture date: 2022-03-07. Medical device lot #: 2059696. Medical device expiration date: 2024-02-29. Device manufacture date: 2022-02-28. Medical device lot #: 2017869. Medical device expiration date: 2024-01-31. Device manufacture date: 2022-01-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced no label, or missing label information. This event occurred 30 times with lot 2115071. The following information was provided by the initial reporter. The customer stated: this is to inform you that since this year we are experiencing two problems more frequently on a product we buy from you, code: 364941 urine container 120 ml 2. Container without label (it is then found around detached) there are about 2/5 pieces in each 100-pack. Defected pieces have been disposed of, they haven't been counted but according to the customer they must have been about 30.

Manufacturer narrative:
H6: investigation summary bd received 2 photographs from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure modes of partially opened lid and missing labels was observed. Bd was able to confirm the customer¿s indicated failure modes from the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced no label, or missing label information. This event occurred 30 times with lot 2115071. The following information was provided by the initial reporter. The customer stated: this is to inform you that since this year we are experiencing two problems more frequently on a product we buy from you, code: 364941 urine container 120 ml 2. Container without label (it is then found around detached). There are about 2/5 pieces in each 100-pack. Defected pieces have been disposed of, they haven't been counted but according to the customer they must have been about 30.